Event description:
A home pt contacted baxter's technical service center during his automated peritoneal dialysis therapy. Per initial report, the home pt connected himself before priming. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.